Manufacturer narrative:
(B)(4). Batch # p5848n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open procedure for ileum, the device stopped at 2cm on the way of the 8th firing. The device was used on the small intestine. The jaws did not open though the knife reverse switch and the manual override lever was used. Another device was used to complete the case. After the operation, the reported device was suddenly activated and its knife was returned to home position. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5848n. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.